Manufacturer narrative:
Analysis summary: analysis was unable to duplicate the customer experience, the programmer was left on overnight and through the day for over 20 hours with no overheat, however the customer comment was confirmed by an overheat message in the event log 002, sensor 1 cpu. The microprocessing unit was replaced and the hard drive reimaged to resolve. The software was reloaded and updated. It was noted that the link electronic module (lem) board was contaminated at the radiofrequency head connector and therefore the lem board was replaced and recalibrated. The lower case was contaminated and it was also replaced. The programmer passed its final and functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was overheating. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.